Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been experiencing low blood glucose since he started using the replacement insulin pump. The customer's low blood glucose was 48 mg/dl. The customer was trying to treat their low blood glucose with juice and a soda. Troubleshooting was done for the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.